Event description:
Providone iodine leaked from the connection between a transfer set and minicap. The set had been in use for 180 days. There was no pt injury or medical intervention associated with this tincident.